Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00243.

Event description:
It was reported that the tips of two plug drivers twisted during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information: the returned plug driver was evaluated. Visual inspection revealed that the tip is deformed/twisted. Based on the event description and the visual evaluation, the plug driver likely was not properly seated in the plug which could lead to some material deformation on the driver tip when torque was applied. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tips of two plug drivers twisted during surgery. An alternative plug driver was used to complete the procedure without reported patient impacts. This is report one of two for this event.